Event description:
An event of intercranial bleeding was reported by the hospital contact. Procedure started as usual. Gained access to aneurysm site. First microcoil used did not sit in the aneurysm and was removed. Transform boston balloon (details unknown) was advanced to the site and at this time, the patient started coughing. No product was in the aneurysm, however following this coughing, there was some intercranial bleeding from the aneurysm. To stop the bleeding, the physician inflated the balloon. Following this, the physician carried on as normal and utilised a deltapaq microcoil to embolise the aneurysm. No delay in procedure. The doctor said that the patient was fine. No dissection. Patient initial (B)(6) female. No pre-existing conditions/comorbidities. The procedure was embolisation of a left ica aneurysm.

Manufacturer narrative:
The complaint received states that the deltapaq (dfs10020620/c18031) coil had positioning difficulty and after the coil was withdrawn there was intracranial bleeding noted. An event of intracranial bleeding was reported by the hospital contact. The procedure was embolisation of a left ica aneurysm. Procedure started as usual and the physician gained access to aneurysm site. First microcoil, deltapaq, used did not sit in the aneurysm and was removed. A transform boston balloon (details unknown) was advanced to the site and at this time, the patient started coughing. No product was in the aneurysm, however following this coughing; there was some intracranial bleeding from the aneurysm. To stop the bleeding, the physician inflated the balloon. Following this, the physician carried on as normal and utilized a deltapaq microcoil (details unknown) to embolize the aneurysm. No dissection. No pre-existing conditions/comorbidities. No delay in procedure. The doctor said that the patient was fine. The deltapaq (dfs100206-20, lot c18031) will not be returned, therefore the root cause of coils positioning difficulty and the aneurysm bleeding after coil removal cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Intracerebral hemorrhage is a known potential adverse event associated with all cerebral device implantation procedures and is listed in the IFU as such. Positioning difficulty is a known potential product malfunction associated with embolic coil implantation and is addressed in the IFU as such. Per the IFU: microcoil selection is at the discretion of the physician. The appropriate microcoil size should be chosen based upon pre-embolization angiographic assessment of the diameter, height, and width of the aneurysm, as well as, the width of the aneurysm ostium. In most cases, the initial microcoil implanted should be a three-dimensional spherical or complex shape. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that intraprocedural issues, specifically the manipulation of the coil with in the target aneurysm may have contributed to the reported hemorrhage. The information also suggests that aneurysm characteristics and coil selection may have contributed to the positioning difficulty. Concomitant medical products and therapy dates: transform boston balloon (details unknown). This is an initial/final report.